Event description:
It was reported that the patient was getting a MRI and the reporter did not know if it was related to the device or not. The patient told the reporter that the ¿implant did not even work properly¿ and he was not getting therapeutic benefit. The reporter had no further information, such as how long this had been happening for. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0519402v, implanted: (B)(6) 2005, product type: lead. (B)(4).